Manufacturer narrative:
Product analysis: analysis noted the main printed circuit board (pcb), the upper case, the lower case, the display, the display frame, the display grommets, the keypad flex, the encoder assembly, four knobs, the main seal, the insulator label, fouir display frame screws, four case screws, and six main printed circuit board (pcb) screws are all contaminated. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.